Event description:
The recipient is reportedly experiencing open electrodes. A review of the test data indicated impedance issues. External equipment and programming were tried; however, no connection was made. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.